Event description:
It was reported that during a gastric bypass, while taking down the peritoneum at the angle of his, the tissue pad was against the stomach and it caused the stomach wall to turn white and begin to burn the tissue. Another device was used to complete the case. A stitch was placed at the area of the blanching/burn. There was no further consequence to the pt.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.